Event description:
It was reported that this right atrial lead was surgically abandoned and replaced due to oversensing of electromagnetic interference (noise) and pacing inhibition. The patient did not suffer from asystole due to these issues. No additional adverse patient effects were reported.